Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, after the clip was unpacked, it was found that the orange component inside the clip in the package had detached and could not be used normally. The clip was immediately replaced with a brand-new product to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.